Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that after releasing the ventricular leadless pacemaker (lp), the lp exhibited low current of injury and high capture threshold. The device was successfully retrieved and not used. The patient condition was stable.